Manufacturer narrative:
Quest medical has attempted to follow-up to determine additional information regarding the complaint condition. No additional information has been provided.

Event description:
It was reported to quest medical of an alleged leak with an mps delivery set. No other information was provided.